Manufacturer narrative:
This investigation is currently ongoing.  Any additional information will be provided in the follow-up report.

Event description:
According to records the valve was implanted (B)(6) 2017 and the patient expired (B)(6) 2017. When asked about the cause of death, the reason given was the patient ¿did not recover well from operation¿. No further information would be given.

Manufacturer narrative:
The manufacturing records for the onxae-21 prosthesis, sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. The onxae-21 sn (B)(4) was implanted (B)(6)2017 in a (B)(6) year old female. The patient died (B)(6)2017 (13 days postop). The only explanation provided from the site was that the patient "did not recover well from operation." There is no record that the valve was explanted or that an autopsy was performed. The valve was not returned to the manufacturer for analysis nor was a postoperative echo available. Thus, there is no information on the performance of the valve and we cannot make any assessment as to what, if any, relationship the valve had to the demise of the patient. Death is a listed risk factor of prosthetic valve replacement [instructions for use]. There is no information to support what, if any, relationship the valve has to the death of the patient. No further action is warranted at this time. Root cause for this event is unknown.

Event description:
According to records the valve was implanted (B)(6)2017 and the patient expired (B)(6)2017. When asked about the cause of death, the reason given by hospital staff was the patient ¿did not recover well from operation¿. No further information would be given.